Manufacturer narrative:
Other text: no product was returned. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. D4: catalog number, lot number, expiration date, UDI number, g5, and h4 are unknown.

Event description:
It was reported that the pump exhibited a high pressure alarm. The patient replaced the tubing and the pump infused properly. No patient injury was reported.